Manufacturer narrative:
Our qualified technicians received one sample for evaluation. The suction coagulator self keyed in the generator and 40kohm box. The handle was removed and the crimp on the red wire was not properly or completely crimped. A piece of the crimp was sticking out and punctured the white wire causing it to self key. Engineering evaluation states improper assembling of a component caused a self key. The manufacturing instructions were updated to clarify proper assembly along with re-training personnel working on the product line.

Event description:
Reportedly, the pencil was plugged into the generator and could not turn it off. The surgeon used another device to finish the case.